Event description:
Approx 15 years after aortic valve replacement, the size 21 prosthesis was removed and replaced by a size 23 valve. The patient had become symptomatic and the surgeon thought stenosis had been caused by a pannus growth on the ventricular side. The surgeon said that the prosthesis had functioned very well for 15 years, and he did not think that it was defective.